Event description:
Caller alleged imprecision with inratio2 meters (serial number of meter b unk). Results as follows: date: (B)(6) 2012, inratio2: 1.5 (meter not specified); (B)(6) 12012, 5.0 (meter a); (B)(6) 2012, 2.5 (meter b); (B)(6) 2012, 2.5 (repeat on meter b). Pt's therapeutic range: 1.5-2.0 inr. On (B)(6) 2012, pt's coumadin was adjusted.

Manufacturer narrative:
Investigation pending.